Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global catheter tip is damaged. The following information was provided by the initial reporter: multiple issue with IV insertion, collapsing vein, blowing vein, cannula feels sticky and larger at tip. Valve is failing on some. Have several set aside many different lot numbers. Not all are affected in the same lot numbers. Customer did not communicate incident date, quantity affected, lot numbers affected. Cat# of product being complained: bd381023 ack sent with follow up questions 1. Please share the lot number associated with reported issue. 2. In the initial email it mentioned "multiple issue with IV insertion". Could you please confirm any patient harm, injury, complication or negative outcome that occurred in any of the events? If yes please confirm the details. The lot# with the star has been one of the predominant ones. It's been an issue that has been hard to articulate as the staff have placed the blame on themselves. Further discussion has led to the identification of the IV feeling sticky, unable to advance into the vein, and the skin rolling into the insertion site. Resulting in multiple pokes, blowing the vein, bruising, hematomas, and painful insertion. Customer response received on 17 oct 2024. Sorry we have been busy thought I have sent this information already. No, the cannula in not physically sticky. It is almost as if the cannula has no hydrophilic coating on it, it does not easily slide off the needle and into the vein-the second issue increases the first in that the cannula on some have a notable larger flange on the tip creating a resistantance tho the insertion. As of lot here no I have not heard of any further issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Complaint with multiple failures, some reportable some not reportable. The customer is not able to indicate which lots were used/ or produced a given failure. Below are the potential lot numbers. "The lot# with the star has been one of the predominant ones " 4110703, 4177313, 4059387, 3114865, 3319027, 3360115.